Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose was 167 mg/dl.